Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: nephrectomy event description: two events occurred during the same procedure. Related complaints are 2023-000840 and 2023-000841.  [Facility] hospital this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep when tried to use during the procedure, the bag didn¿t open. When the second device was opened, the cord was cut and could not be collected. The case was completed with the third one. This complaint is for the second device. The related complaint is (B)(4). The additional information from the customer is not available as follows; 1) the bag did not unravel/unroll fully? 2) were the metal supports partially or fully exposed upon deployment? 3) did the device jam during deployment of the actuator/plunger? 4) was there an attempt to unroll the bag? If so, how/what technique did you use? Were any instruments used? 5) was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? 6) was the device safely removed from the patient? How? 7) was there enough room in the body cavity for the bag to open? 8) use frequency. Initial investigation report the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The broken cords appeared to be tied together. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 introducer, 1 bag intervention: "the case was completed with the third one." Patient status: "no patient injury."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bag not closing as a portion of the cord loop was missing and holes were observed at the proximal end of the bag. It was also noted that the cord was cleanly cut. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by a sharp instrument that came in contact with the bag and cord loop. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: nephrectomy event description: two events occurred during the same procedure. Related complaints are (B)(4) and (B)(4) [facility] hospital. This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep when tried to use during the procedure, the bag didn¿t open. When the second device was opened, the cord was cut and could not be collected. The case was completed with the third one. This complaint is for the second device. The related complaint is c23096792. The additional information from the customer is not available as follows; 1) the bag did not unravel/unroll fully? 2) were the metal supports partially or fully exposed upon deployment? 3) did the device jam during deployment of the actuator/plunger? 4) was there an attempt to unroll the bag? If so, how/what technique did you use? Were any instruments used? 5) was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? 6) was the device safely removed from the patient? How? 7) was there enough room in the body cavity for the bag to open? 8) use frequency. Initial investigation report the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The broken cords appeared to be tied together. The unit will be returned to amr for further evaluation. Admin# c23096794. Products available for return: 1 introducer, 1 bag intervention: "the case was completed with the third one." Patient status: "no patient injury."